Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed.

Event description:
The customer called reporting their precision xtra meter had spontaneously changed the date and time when they took their meter to the doctor's office and the doctor downloaded the customer's readings. The customer's doctor is noted to have used the p link software and this is a known malfunction with the software that causes incorrect trending of glucose results. There was no report of death, serious injury or mistreatment.